Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During investigation, the reported issue could not be confirmed. Since the outgoing light of the endoeye is generated by the light source, it cannot be excluded that a defective light source causes the reported issue. Based on the present damage pattern, it is likely that the insulation tip's fracture was caused by thermal and mechanical induced impact. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a videolaparoscope¿s light was rose colored, the white balance was gone. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not yet returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.